Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 22 mmol/l (396 mg/dl) and ketones present, while wearing the pod between 1 and 4 hours. Insulin was noticed to be leaking out. At the hospital, the patient was meant to be placed on an intravenous (IV) of fluids, but discharged herself before receiving it.